Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic area') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight decreased ("weight loss."). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and abdominal pain ("pain: abdominal"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression, anxiety, abdominal pain, fatigue, nausea and weight decreased outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2004 (summons) and (B)(6) 2006 (pfs). The patient did not have her essure removed, however, is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2006: total bilateral occlusion. Impression: there is no spill of contrast to suggest patency of the fallopian tubes which appear occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: case upgraded to incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic area') in a 25-year-old female patient who had essure (ess205) (batch no. 509815) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight decreased ("weight loss."). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("pain: abdominal"), autoimmune disorder ("autoimmune disease") and post procedural complication ("post removal complication"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain and autoimmune disorder had resolved and the dysmenorrhoea, depression, anxiety, fatigue, nausea, weight decreased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, post procedural complication, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2004 (summons) and (B)(6) 2006 (pfs), (B)(6) 2006. The patient did not have her essure removed, however, is currently planning for removal. No. Of trailing coils on each side: left- 08, right- 02. Patient received treatment for events- autoimmune disorder, pelvic pain female, abdominal pain, genital bleeding, vaginal bleeding, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2006: total bilateral occlusion. Impression: there is no spill of contrast to suggest patency of the fallopian tubes which appear occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2020: mr received: lot number was added, reporter was added. On 5-may-2020: pif received: newly added events- post procedural complication, outcome of the previously reported event- pelvic pain female, abdominal pain, genital bleeding, vaginal bleeding, menorrhagia were updated, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain pelvic area') in a 25-year-old female patient who had essure (ess205) (batch no. 509815) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysplasia. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems: depression"), anxiety ("psychological or psychiatric problems: mental anguish"), fatigue ("fatigue") and nausea ("nausea") and was found to have weight decreased ("weight loss."). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("pain: abdominal"), autoimmune disorder ("autoimmune disease") and post procedural complication ("post removal complication"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (total hysterectomy (uterus and cervix removed)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain and autoimmune disorder had resolved and the dysmenorrhoea, depression, anxiety, fatigue, nausea, weight decreased and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, post procedural complication, vaginal haemorrhage and weight decreased to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2004 (summons) and (B)(6) 2006 (pfs), (B)(6) 2006. The patient did not have her essure removed, however, is currently planning for removal. No. Of trailing coils on each side: left- 08, right- 02 patient received treatment for events- autoimmune disorder, pelvic pain female, abdominal pain, genital bleeding, vaginal bleeding, menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2006: total bilateral occlusion. Impression: there is no spill of contrast to suggest patency of the fallopian tubes which appear occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.